Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer by repairing the camera. The system operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.